Event description:
The perfusionist reported that the touch screen did not function during the case.

Manufacturer narrative:
Patient information has been requested but not provided. Sorin group (B)(4) manufactures the display module. The 510(k) number is k071318. The incident occurred at (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The perfusionist reported that the touch screen did not function during the case. Sorin group (B)(4) has requested additional information from the facility regarding this incident. To date, the product has not been returned for evaluation. The investigation is on-going. A follow-up report will be forwarded when the investigation is complete. The facility filed a vigilance report with the (B)(4). This medwatch report is filed as a result of this action.